Event description:
Caller reported ongoing intermittent occlusion alarms. Customer's blood glucose level exceeded 500 mg/dl, displaying as "high", a specific value was not provided, on (B)(6) 2025. To address this, the customer administered small boluses from the pump and changed the site. The occlusion alarms were resolved with a full supply change. The customer successfully resumed insulin. However, clinical troubleshooting has been exhausted and a replacement pump was sent to the customer to resolve the issues.